Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and seven months post deployment, a computed tomography abdomen and pelvis revealed that the filter tip appears to be located central within the inferior vena cava with no tilt at the level of l1-l2. There are multiple circumferential grade 2 perforations of the filter struts which are entirely outside the inferior vena cava lumen in the retroperitoneum with no interaction with the adjacent structures. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is unconfirmed for filter tilt as the medical records state "the filter tip appears to be located central within the inferior vena cava with no tilt". Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2009). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time, post filter deployment, it was alleged that the filter tilted, struts perforated into organs and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.